Manufacturer narrative:
The incident did not lead to death or serious deterioration in the health of a patient or user; however information does suggest that if the device malfunction were to recur, it would contribute to an injury. The device was returned to bd and a visual inspection ws completed. The device gas springs were worn out and was not functioning as intended. The device MFR will be notified of the event, and bd has initiated an internal investigation number (B)(4) to identify root cause and corrective action.

Event description:
The customer contacted technical support via telephone (B)(6) and noted "centrifuge lid is not staying up. Almost hit a coworker on the head. Today hit her on the hand when it fell. No one was injured and no medical attention was needed."